Event description:
The device was used during a thoraco bullectomy. Reportedly, the staples did not form properly and bleeding occurred. The surgeon performed a laparotomy and resected the tissue at the application site to correct the condition. The hosp has reported the pt's condition is satisfactory.